Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported an icp sensor (ID 826633) was implanted on (B)(6) 2023 and one day after procedure, the physician found that there was cerebrospinal fluid (csf) leaking out from the luer-fitting of the microsensor (ID 826633). The patient did not show any signs and symptoms due to csf leak. The microsensor was removed on (B)(6) 2023 and was not replaced. The patient is stable.

Manufacturer narrative:
The micorsensor (ID 826633) was not returned for evaluation after the three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a potential root causes include: improper cap tolerance, device misuse. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.